Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported questionable results of two patient samples when tested with erytypes abd+rev.a1, b in tango optimo compared to results yielded in the tube technique. Patient 1 reacted positively with all eight wells of the erytypes abd+rev.a1, b inclusive the negative control. Tube testing of patient 1 yielded blood group o rh(d) positive. Patient 2 was tested as blood group b rh(d) positive in tango optimo, but the negative control also displayed a positive reaction. Tube testing of patient 2 yielded blood group b rh(d) positive as a result. The customer did send both patient samples to a reference laboratory. The reference laboratory detected auto panagglutinins in both patient samples. Both samples had needed absorptions to be tested. The customer did return the patient samples that had caused false positive test results, but none of the supposedly defective product. Therefore our quality control laboratory tested the patient samples with their retained sample of erytype s abd+rev.a1,b. Both patient samples yielded the correct results on erytype s abd+rev.a1,b in tango optimo. The unexpected positive results at the customer's site may be caused by the auto panagglutinins detected in both patient samples. For positive results of the negative control and unexpected positive results of the reagents of erytype s abd+rev.a1, b there are references in the instruction for use: false positive results may occur in case of an autoantibody. And: if the controls do not give expected results, you must determine the cause for the failed qc. The retained erytypes abd+rev.a1, b sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.